Event description:
I used replens long-lasting vaginal moisturizer lubricant again after trying previously. While the product did reduce my itching, I had a very large amount of clumpy white discharge which was stuck inside my vagina. The volume was large enough to be uncomfortable, and it was difficult to remove. Since my skin is already delicate, I experienced some minor bleeding after trying to clean out the replens. Vaginal pain and itching.